Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).

Event description:
It was reported that a patient had shocking and surging stimulation that happened during normal use. The patient reported a shocking/jolting sensation. It was reported today and the patient would be seen in clinic tomorrow for evaluation. Troubleshooting/diagnostic testing had not yet been performed, but would be performed in the future. It was reported that the patient was alive with no injury. It was reported that the patient had uncomfortable stimulation at an unknown location. Additional information received reported that the patient had inadequate pain relief since implant (6 years ago). It was reported that the device only helped about 5-10% of the patient¿s pain. It was stated that the manufacturer¿s representative was not able to gain better coverage with reprogramming. The patient stated that he felt when he turned the device on it was shocking him. It was noted that impedances were fine. It was stated that the patient turned the device off without turning it down, so when he turned the device on it was strong. It was stated that the patient has used the device a ¿very limited number of hours¿ since implant (it was noted that the manufacturer¿s representative did not recall the number) and the patient would like to have the battery explanted.